Event description:
Caller reported experiencing a cartridge alarm identified as cartridge alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to send a replacement pump to the customer, who agreed to put the problematic pump into storage mode and return it to tandem using the provided ups return box and pre-paid label within ten days. The customer was advised on steps to take upon receiving the replacement pump, including using multi-dose injection (mdi) as backup therapy to ensure uninterrupted insulin delivery, and choosing not to require a delivery signature.